Event description:
Reporter alleged pts' blood glucose measured within less than 10 minutes to be 31-33 mg/dl at 5:22 compared to 54-82 mg/dl at 5:24. It was stated control testing is performed every 12 hrs on the system and tested within an acceptable range. Treatment info or any actions taken on the pt were not provided. A request was made for the return of the suspect device and replacement product was sent.